Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that they were experiencing frequent call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2014 with the following findings: the pump's black box showed evidence of a call service 078 alarm on (B)(6) 2014. Pump was exercized for a 24 hour test and the alarm call service 078 alarm was duplicated. The pump case was removed and moisture damage was found on the motor flex connector pins. Unrelated to the moisture ingress, the battery compartment was cracked below the bumper pad.